Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging light headedness, dizziness and headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 19, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, light headedness, dizziness and headache that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed an unknown red/brown coloured contamination was present on the exterior of the top enclosure under the right-side accessory door. Dust-like and fibrous contamination was observed on, in and around the iso port. A white unknown contamination at the air input of the blower box at the filter area. Potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. Slight dust-like and hair-like fibrous contamination was observed on the blower outlet seal. The manufacturer observed an unknown (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. The manufacturer was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The operational testing showed that the unit provided airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the it. Unable to address the patient's symptoms sections d8, d9, h2, h3, h6 has been updated in this report.